Event description:
The complaint/event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. Leaking was reported when using the microclave while putting in an IV and attaching the device and then priming/flushing normal saline. The patient was receiving docetaxel and had drips on arm at connections, they used soap and water to wash. Their usual set up was with an unspecified angi cath and this j loop connected to non-pvc alaris tubing. There was also slight delay as the nurse donned ppe, switched out jloop and then administered rest of infusion. It was stated that they could not figure out if there may be a "crack" on the device or just part of the plastic that is supposed to be there. There was no harm as a result of the complaint issue.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Manufacturer narrative:
Received two used devices for evaluation. A crack was observed on each of the female luers of the samples. The reported complaint of a leak could be confirmed. The returned extension set was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed. No nonconformities were identified have contributed to the reported complaint.

Manufacturer narrative:
Corrected information can be found in h6 health effect - clinical code.